Manufacturer narrative:
H3:product analysis(pss unknown tool) :evaluation at [emea] service and repair center determined that the tool is broken. Tool forwarded to manufacturer for further evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. It was reported that no patient involvement. Repair is being escalated to product event due to reason for the return. On evaluation it was reported that the bur broken.

Manufacturer narrative:
Updated: h3: product analysis: evaluation of the device determined that the tool broken. The likely cause of failure could not be determined. It was also noted tool was received heavily corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.